Event description:
Procedure type: lap hernia repair. According to the reporter: will not release the clip/staple during the case.

Manufacturer narrative:
(B)(4). This reported lot number is subject to the recall initiated 02/08/2010.